Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to motor error alarms. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they left the insulin pump in the MRI room and it is not alarming motor error. It was noted that the insulin pump was not rewinding and continuously beeping with another error alarm. Customer's blood glucose reading at the time of the incident is unknown. The drive support cap was noted to be normal. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.